Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a correction bolus via pump to address bg level and continued to use the pump for insulin therapy.